Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer also indicated that there is an insulin smell coming from the reservoir compartment. Troubleshooting advised the customer to clean the compartment and customer indicated they would call back to further troubleshoot. No further details given.